Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a rash located on her side and back described as not being open, not bleeding and no blisters. The patient consulted her physician who prescribed a powder. Follow-up indicated that the powder cleared up her rash.